Event description:
The customer reported, the mts centrifuge timer was not spinning properly.

Manufacturer narrative:
The customer reported that mts centrifuge timer was not spinning properly. If gel cards are not centrifuged for the proper amount of time, erroneous results could be reported. Product labeling advises the customer to use a timer as a separate time source and to discard gel cards and repeat testing if the centrifuge is interrupted. Product labeling also advises the customer to monitor the centrifuge for the entire ten-minute centrifugation period. If the reported incident were to recur, and if the user did not follow product labeling, erroneous results could have been interpreted. Instrument malfunction was confirmed. Erroneous results were not reported as a result of this incident.